Manufacturer narrative:
Product complaint # (B)(4). Event date is unknown. 510k: this report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent removal of unknown plate due to irritation. Upon removal a two of the screws wouldn¿t come out so the surgeon needed to cut the plate in order to remove all the implants. Still two of the screws remained inside the patient because they couldn¿t be able to successfully take them out. Patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) unk - screws: trauma. This report is 3 of 3 (B)(4). Related product complaint: (B)(4).